Event description:
The customer reported on (B)(6) 2015 at 6:23 pm she activated a new pod and noticed that during the insertion process the needle mechanism seem to "recoil" causing the cannula not to properly insert into the skin. Her blood glucose, carbohydrate intake and insulin history.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to completely deploy the cannula into the infusion site or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.